Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump did not appear to be working appropriately resulting in elevated blood glucose levels. The patient was contacted for additional information on (B)(6) 2012. The patient reported elevated blood glucose levels in the morning into the 20's mmol/l range with excessive thirst, headaches, and moderate ketones at times. The patient stated that in the evening low blood glucose levels were down to 3's mmol/l with shakiness. The patient expressed concern that the pump was not giving the programmed insulin at the time it was programmed, but instead was delivering all of the insulin at once resulting in a low blood glucose. The patient stated that the pump settings were recently checked with a health care professional. The patient reported that in the mean time a loaner pump was being used and blood glucose levels were doing fine. This report is made based on the allegation that the patient experienced erratic blood glucose levels associated with the allegation that the pump was not delivery insulin appropriately.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a black box review shows no activity outside of normal use; no basal or bolus delivery interruption is observed. The pump was used for 13 days where all total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The pump powers up normally; ran for 24 hrs successfully, no alarms occurred during testing. Periodic boluses were executed successfully using "normal, ez-carb, ez-bg, and combo". The pump passes a 29 hour flow accuracy test and found to be delivering within specifications. Opened the pump, no damage was found to the force sensor circuit or on the power circuit. No moisture ingress found inside the unit. The u4 component was inspected and was found intact and perfectly aligned on the pcb. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.